Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008. On (B)(6) 2010, the device failed an auto self test due to a low battery. The recorded temperature at this time is below freezing. The device remained in fault mode until (B)(6) 2009 when the device passed a manual self test. It failed again on (B)(6) 2009 due to a low battery. The device passed a self test on (B)(6) 2011. A different pad-pak had been inserted but left in fault mode for 20 months. The device fails another self test on (B)(6) 2011. Multiple manual power ups occurred after this date indicating the device was switching itself on. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.